Event description:
This info is based on a vague report from the hosp. Reportedly this pump is suspected to have been tampered with at some point in time. The pump history indicates that 3 syringes were used in 24 hours time. There is no confirmation of injury. A drug loss occurred but not at a time that the pump was in use, according to biomed. The pump was checked by biomed., and found to be within spec. No eval is planned.